Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an initial implant procedure. Upon connecting the right atrial lead to the pacing system analyzer, high frequency noise was detected. The noise persisted even after repositioning the lead. The physician exchanged the lead with the chest pocket open during procedure on (B)(6) 2020. The patient experienced no adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece measuring 46.1 cm with the soft stylet inserted and the helix retracted and clogged with blood for the reported event of noise. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event was unconfirmed.